Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 made a very loud clicking noise when trying to open. The field service engineer (fse), after troubleshooting, discovered a broken u link on the matrix drawer solenoid plunger. The fse replaced the plunger, rebooted the system, and recovered the storage space. The drawer was tested in diagnostic mode, and a proactive inspection was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary nt1a drawer 1 made a very loud clicking noise when attempting to open and would not open. The customer used the keys to open the back and did not find any medications stuck there. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.